Event description:
Iabp on 1:1 frequency maximum augmentations and pressure trigger. Iabp pumping when "swish" heard and blood noted in tubing all the way back to balloon counterpulsation chamber. There were no alarms sounding before or during rupture. Intervention: iabp decreased by physician. Pt started on epinephrine drip after decrease in co following iabp removal. Blood in safety chamber of pump. Safety chamber changed by biomed.